Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, while implanting the left ventricular (lv) lead, a perforation occurred, which led to pericardial effusion. It was noted that the patient had very tortuous vessels. It was also noted that the physician was unsure if the guidewire or the catheter caused the perforation. This lv lead was successfully inserted, and remains implanted. After the procedure was competed, the physician observed fluid in the heart via ultrasound, but did not feel the need to drain. The patient was kept under observation, and fully recovered. No additional adverse patient effects were reported.